Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for a routine post-implant follow-up, the r-wave amplitude had declined since the implant and the right ventricular lead was no longer capturing. The patient returned the following week for a lead check-up. The lead was found to be dislodged through an x-ray. A lead revision procedure was not possible as the helix was not able to be extended so the lead was explanted and replaced instead. The patient is in stable condition with no complaints after the procedure.